Manufacturer narrative:
At the time of this report, mentor has received no information regarding an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female patient underwent a primary breast augmentation with unknown mentor saline breast implants and experienced left-sided breast pain and unexplained systemic symptoms postoperatively, including tiredness, high white blood count that has been contributed to thyroid, dry mouth, dry eyes, and grayed or yellowed eyes. The patient reported consulting with a rheumatologist and has undergone multiple tests and blood work that indicated an autoimmune disease, but no specific diagnosis has been made. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. The patient is considering explantation, but at the time of this report, mentor has received no information regarding an expected explantation date. Implantation date was estimated based on available information. If additional information is received, a supplemental report will be submitted as applicable. This medwatch report is for the left-sided implant.